Event description:
It was reported that a connection issue occurred. On (B)(6) 2025, the patient was found unconscious and cyanotic by her mother. The mother called 911. The patient remained unconscious for 5 hours after arrival to the hospital and was taken to intensive care unit (ICU). The patient was reportedly in respiratory failure, kidney failure, and had hyperglycemia with bg 1200 mg/dl. The hyperglycemia was managed with insulin. The patient had 8 other unremembered medications and it was noted that the patient's pain was treated for 3 days with tylenol and oxycodone. When the patient regained consciousness, she was disoriented and had speech problems. The patient reportedly experienced withdrawal symptoms including shaking and agitation and sustained a blood clot. At the time of the report 8 days later, the patient was in the hospital with a swollen hand. She received additional diagnosis of pneumonia and blood clot requiring 3 day therapy. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0131 speech disorder. H6 health effect - clinical code - e0514 thrombosis/thrombus. H6 health effect - clinical code - e0741 respiratory arrest. H6 health effect - clinical code - e2305 cyanosis. H6 health effect - clinical code - e0207 delirium.